Event description:
I.m nail broke. Requests for add'l info from the hosp yielded no response. Reviewed the x-rays, but there is not enough info to make a reasonable determination of the cause of the breakage.

Manufacturer narrative:
Implant date unk. Device MFR date unk.